Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, a bard true balloon was used for post-implant balloon aortic valvuloplasty (bav) and caused an annular rupture. It was reported that the physician used a larger balloon size than recommended. A balloon pump was placed and a pericardial tap was performed in an attempt to keep the patient stable but the patient subsequently expired several hours later as a result of the rupture. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)